Manufacturer narrative:
Siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered that the computer was not functional due to a computer motherboard failure. The cse replaced the computer and ran controls, which passed. The cause of smoke emitted from the instrument was due to a computer electronic main or mother board failure. All electronic devices fall under the underwriters laboratory approval and regulation and all parts manufactured in the computer have been approved and manufacturing with flame retardant materials. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that smoke was emitted from the back of dimension vista 1500 instrument. The customer stated that the computer monitor went blank while running patient samples, but that there was no delay in testing. The instrument was powered off and there were no reports of injury to staff, damage to property, or impact to patient samples.